Manufacturer narrative:
(B)(4). It was reported that the patient underwent transvaginal excision of mesh and vaginal reconstruction on (B)(6) 2013 due to extrusion and urethrovaginal fistula. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with excision of urethral diverticulum due to sui, vaginal pain and vaginal cyst. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent urethrolysis on (B)(6) 2006 due to dysuria and eroded mesh. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency.